Manufacturer narrative:
Conclusion: there is no indication of a malfunction of the mr system or coil used. The injury, 3rd degree burns on the inside of both thighs, is consistent with heating incidents caused by insufficient distance between body parts, a so-called skin-to-skin burn. Skin-to-skin contact can easily occur in the groin area and between the inner thighs, even when padding is used. Contributing factors: the patient was elderly, suffered from diabetes and hypertension and the patient was sedated and unable to sense or communicate heat sensations. The thermoregulation of these patients is often impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation. 20 scans with high sar values (> 2 w/kg) were executed in a short period of time, allowing no cool down time for the patient. The total administered specific energy dose of 16.3 kj/kg is extremely high for a patient with impaired thermoregulation. The instructions for use advises to avoid sed >3.0 kj/kg, preferably keep sed <2.0 kj/kg for those patients.

Event description:
Philips received a report that an anesthetized patient received bilateral 3rd degree burns on the inside of the thighs during a lumbar examination.